Manufacturer narrative:
One cadd legacy plus pump was returned for analysis in good condition with a scratched screen. The device was powered up and alarmed ec 1720 which is an issue with the back-up capacitor. It's recommended to replace the back-up capacitor to resolve the issue.

Event description:
Information was received indicating that a smiths medical cadd-legacy plus pump displayed error code 1720. It was reported that there was no patient involvement. No adverse effects were reported.